Event description:
Country of complaint: (B)(6). Ceramic is broken and has crack. The customer has insisted that the usage of one product is 18 times and the other is 20 times. Although the usage time is very few times, the broken ceramic was found. Regarding the maintenance, the protecting cap is always used for the jaw. Primary surgery: (B)(6) 2013. Additional info: the customer officially reported this issue to health, labour and welfare ministry.

Manufacturer narrative:
Eval: a crack in the ceramic insulation can even happen with the first use, if too high forces, especially on the side of the jaw, are applied. No hints for material or product failures could be ascertained. Product must be checked before every use. That means the failure should have been noticed before the surgery, because no fragment of the ceramic was found in the pt.